Event description:
It was reported that the patient had "thinning" in the area over the pump, but no breakthrough. It was noted that the pump pocket would be revised. It was noted that there was no catheter issue. It was reported that there was no interruption of therapy and the patient was doing well and receiving effective therapy. The device system was used to deliver compounded baclofen and morphine sulfate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ catheter; product ID 8596 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ catheter. (B)(4).